Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the images on the pump screen were scrambled. Subsequently, the pump was beeping and vibrating but was noted to otherwise be unresponsive. The customer's blood glucose (bg) level was 291 (mg/dl). The customer administered an injection via insulin pen. Reportedly, the customer has manual injections available as alternate insulin therapy.